Event description:
Clinical review/rationale: it was reported that an impella of unknown type was to be used for a patient of unknown details. During prep, the automated impella controller (aic) had an issue with the optical pump sensor. The aic was replaced to resolve the issue. No other details are provided. The sensing issue will be conservatively reported for hemodynamic instability as an aic exchange was performed, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D9: added the devices return information